Event description:
It was reported the patient experiences ineffective stimulation and unintended stimulation in the rib cage. X-rays revealed the epidural lead has migrated. Next course of action is undetermined at this time. Note the patient has two leads from the same lot number implanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.